Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would spontaneously program. It was indicated that the keyboard latch was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer appeared to be trying to program an implantable cardioverter defibrillator (ICD) while being idle. The programmer was returned for service. No patient complications have been reported as a result of this event.